Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): distal conductor distorted; full lead returned and analyzed. Stylet and guidewire will not pass due to the distal conductor being distorted.

Event description:
It was reported that during implant attempt, the physician had difficulty putting the guidewire and stylets through the lead. The lead was not used. No patient complications have been reported as a result of this event.